Event description:
This report was received from (B)(6). This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (lot number, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized due to peritonitis. On (B)(6) 2011, the patient began treatment with vancomycin, 1 gm, once daily, ip and amikacin, 100 mg, once daily, ip. On (B)(6) 2011 the patient was discharged from the hospital. On (B)(6) 2011 the event peritonitis resolved and the treatment with vancomycin and amikacin was discontinued. The cause of the peritonitis was unknown. Dianeal therapy continued with dose unspecified. The nurse believed that the event of peritonitis was not related to the suspect product.

Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.